Manufacturer narrative:
The referenced electrode was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on the similar reported events, failure mode occurs when mechanical overload by the application of excessive force and improper handling, the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and or high output settings on the electrosurgical generator. Additionally, the original equipment manufacturer (OEM) has conducted a review of the device history records (DHR) for the concerned lot number and found no deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that during the middle of a transurethral resection of a prostate (turp) procedure, the surgeon was resecting the patient¿s prostate tissue when the loop wire of the electrode broke off and fell into the patient¿s bladder. The device fragment was retrieved from the patient by emptying the bladder via suction. No additional bleed reported. No sparking/arcing was observed during the procedure. The procedure was completed using the same set of equipment. No harm or injury to the patient was reported.